Event description:
A data error alert was reported by the caller, indicating that the data log was corrupted, with a specific error noted in the history. Blood glucose levels remained within the range of 54-500mg/dl (3.0-27.7 mmol/l). The customer was informed by technical support that some history logs may have been erased, but the therapy was unaffected. The customer decided to continue using the pump for insulin therapy and confirmed understanding of the resolution provided.